Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) with concerns of possible electromagnetic interference (emi) oversensing of noise in the right ventricular (rv) channel and requested a review of the pacemaker presenting electrogram (egm). The hcp noted that the rv lead was implanted in the left bundle branch (lbb) position. Upon review, ts was able to confirm that the noise signals appeared to be isolated only on the rv lead. Further review of the settings showed that the rv lead was programmed to unipolar sense and bipolar pace. Ts also noted that the rv lead impedance measurements had increased within normal limits from 500 to 700 ohms and the magnetic resonance imaging (MRI) protection mode appeared to have been programmed on two days prior. Ts discussed with the hcp possible causes and programming optimization considerations. Ts provided programming options to the hcp. The hcp noted that they will contact the patient to reprogram the lead settings. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.